Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced temporary ¿slowed speech¿ and ¿impaired sight¿ due to a blood glucose level of 335 mg/dl. Reportedly, customer alleged the control iq software was unable to address bg due to customer not having an active continuous glucose monitor (cgm) sensor session. A correction bolus was administer via the pump was delivered to resolve the issue, and customer¿s speech and sight had ¿improved significantly¿ by end of troubleshooting with tandem technical support. Customer continued to sue the pump for insulin therapy.